Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation is due to device placement or use technique; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a very calcified left anterior descending (lad) artery. A non-abbott guide wire was used to cross the lesion and intravascular ultrasound (ivus) was used in an attempt to evaluate the lesion however, the probe could not be advanced in the proximal-mid segment. With the help of a microcatheter, the viperwire guide wire was positioned and the oad was advanced in glideassist mode as far as the lesion allowed. Three to four antegrade low speed treatments were performed. The physician observed the viperwire was no longer responding with the oad control knob. The oad was retracted, which removed a large portion of the viperwire that was frayed and fractured. However, a portion of the viperwire remained in-vivo. A snare was used to retrieve the fractured component. Balloon angioplasty was performed and stents were placed to complete the procedure. The procedure was considered successful. It was indicated there was a slight delay in treatment due to this event. There were no patient complications as a result of the event. The patient was in stable condition. In the physician's opinion, they did not believe the oad crown jumped too close to the viperwire and the viperwire fractured along the body and not at the transition point. There was no wire bias observed and no difficulty wiring or delivering devices.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a very calcified left anterior descending (lad) artery. A non-abbott guide wire was used to cross the lesion and intravascular ultrasound (ivus) was used in an attempt to evaluate the lesion however, the probe could not be advanced in the proximal-mid segment. With the help of a microcatheter, the viperwire guide wire was positioned and the oad was advanced in glideassist mode as far as the lesion allowed. Three to four antegrade low speed treatments were performed. The physician observed the viperwire was no longer responding with the oad control knob. The oad was retracted, which removed a large portion of the viperwire that was frayed and fractured. However, a portion of the viperwire remained in-vivo. A snare was used to retrieve the fractured component. Balloon angioplasty was performed and stents were placed to complete the procedure. The procedure was considered successful. It was indicated there was a slight delay in treatment due to this event.there were no patient complications as a result of the event. The patient was in stable condition. In the physician's opinion, they did not believe the oad crown jumped too close to the viperwire and the viperwire fractured along the body and not at the transition point. There was no wire bias observed and no difficulty wiring or delivering devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.